Event description:
A report was received that the patient was having discomfort at the pocket site. High impedances were also noted with the lead splitters. The patient will undergo a revision procedure wherein the ipg pocket will be changed with probable replacement of lead splitters.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30 serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was having discomfort at the pocket site. High impedances were also noted with the lead splitters. The patient will undergo a revision procedure wherein the ipg pocket will be changed with probable replacement of lead splitters.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure, and the lead splitters were replaced however, high impedances were still showing. Lead had been fractured and there was a kink at the bottom of the lead. It was believed that there is some pressure coming from the hardware or patient was pushing on it. The leads were not replaced per physician's decision. The patient was doing well postoperatively additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed